Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3093-28, lot # j0444098v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reports there was not fifty percent or greater symptom reduction while device was implanted. It was noted that the lead was involved in reported event. The cause of the event was not determined and unknown if device related.

Event description:
It was reported that the patient reports that her "battery died 2 years ago and a couple of days ago I started experiencing extreme pain in the device so I went to see healthcare provider and I just got back from him today but he kind of didn¿t know what to do and said that he has never removed an interstim." The patient said that she had an x-ray but wasn¿t very confident with the doctor "because he didn¿t seem to know what to do, but he said he will have a representative at the appointment next week." The patient was concerned "because he didn¿t seem to take it too serious, and the patient had bladder issues for a long time and this was a lot of pain and he said he didn¿t know how big this would be to take out if it¿s in your nerves." The patient said that she did take the x-ray "but he isn¿t the right doctor for me." The patient later stated that this excruciating pain started "around 4 days ago and it¿s almost like it lasts for 20 minutes and its very excruciating and when it comes it feels like it¿s from a lead or something and the healthcare provider thinks one of the wires broke or something but when it comes I want to go to the ER(emergency room) but then 20 minutes later it passes." The patient will contact another healthcare provider in the meantime because the patient was dissatisfied with the current healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports two other leads were seen not attached to the device. The device was just removed on (B)(6) 2014. The device components were completely explanted. It was noted that the patient was recovered from explant.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was (B)(6) 2014. It was reported that the device was being removed. The patient noted they were having pain. It was also reported that the device has been in over twelve years. The battery died last year. It was noted that they don't know what was causing the pain at this time. It was noted that it will be removed on (B)(6).

Manufacturer narrative:
(B)(4).